Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer received emergency medical assistance due to high blood glucose on (B)(6) 2019 with blood glucose of 540 mg/dl at the time of the incident. The customer was at 180 mg/dl at the time of admission, and 599 mg/dl at the time of the call. The customer was given intravenous insulin to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller stated the customer's pump has been beeping for 2 days with insulin flow blocked alarms. Troubleshooting was completed and the reservoir or set were found to be occluded. The insulin pump will not be returned for analysis.